Event description:
Boston scientific received information that this right ventricular lead was surgically abandoned due to loss of capture. No adverse patient effects were associated with this issue.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.